Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had helium leak issue. Patient involvement is unknown.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had helium leak issue. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, e2, e3, g1, g3, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. Corrected fields: b5, e1 (event site email), h6 (health effect- clinical code and impact code). The customer resolved the issue without intervention from the authorized service center. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
Corrected fields: d9, h6 (component code). Updated fields: b4, g3, g6, h2, h11.

Event description:
Na.